Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a short shot at the effluent line¿s female shrouded connector pull ring cap. An underwater pressure test was also performed with no issued noted. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a damaged cap. This issue was noticed before use of the device for peritoneal dialysis therapy. When this issue was discovered, the user replaced the product, and new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.